Event description:
A patient reported that she was treated in 12 december 1994 into the fine lines under the eyes by a physcician who she refused to identify. The patient alleged immediate swelling at the treatment sites which the physician attributed to the trauma of the injection. In late 1/1995, the patient developed erythema and transient, intermittent swelling at the treatment sites and erythema and swelling at the test site on the forearm. The sites flared every few days, lasted for 1-2 days then resolved. In 2/1995, the patient alleged that the physician diagnosed a hypersensitivity and prescribed hot and cold compresses without effect. The patient alleged she continued to experience periodic flares, exacerbated with vasodilation. On 26 february 1996, the patient alleged persistent intermittent erythema, swelling, and induration at the test and treatment sites. On 26 june 1998, the patient alleged that the symptoms at the periorbital treatment sites beneath the eyes persisted with red purple bumps and intermittent swelling correlated with increased salt intake. Intralesional cortisone was prescribed, with some effectiveness. The patient reported that there was atrophy from the cortisone, consequently, it was discontinued by the physician, and the atrophy was resolving. The symptoms flared every 2 weeks. The test site was asymptomatic. Another physician (name refrused) performed needle aspiration of the swollen treatment site area, for diagnostic purposes. The patient denied fluctuance of the area.